Event description:
It was reported by a physician that high impedance was received at a follow-up appointment on both normal and system diagnostics. Moreover, it was also reported that the amount of seizures had increased and it was unknown if the increase was above pre-vns level. The last known good diagnostics were from (B)(6) 2012. The patient was referred for x-rays and at the moment interventions are pending. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating the increase in seizures is below pre-vns baseline. X-rays were taken and sent to the manufacturer for review. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. Part of lead was placed behind the generator and could not be assessed. No sharp angle was found on the assessable part of lead. No obvious lead discontinuity found on part of the lead that could be assessed.